Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead exhibited non capture. The rv lead was reprogrammed and capture was seen, but the patient condition of premature ventricular contractions (pvc) prevented functional capture. The patient is a participant in the post approval clinical surveillance product surveillance registry.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2020: it was further reported that the patient experienced syncope and cardiac arrest.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds were noted on the right ventricular (rv) lead. The lead was inactivated and a leadless implantable pulse generator (ipg) system was implanted. No patient complications have been reported as a result of this event.